Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Insulin was observed exiting the infusion set site prior to contacting tandem technical support and no damage was noted to the cannula. A system check was performed and the cartridge was changed. Reportedly, the customer keeps the pump inside their pocket. After changing the cartridge and infusion set insulin deliveries were successfully resumed.